Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. No additional information was received regarding the impact on the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.